Event description:
A 32 yr old female with left inguinal hernia repair on 11/26/97. At 2 weeks, seen by md in office with good healing & no sign of reoccurrence. Seen 1 week later with development of reoccurrence of hernia. Required surgical intervention on 1/14/98. At time of 2nd surgery, md notes state. "Obvious that there had been a disruption of the suture line below repair." "Evidence of broken suture." 3 0 silk sutures had been placed during 1st surgery. At second surgery, only 1 suture could be seen. There were some areas of remnants of silk below 1st which appeard to be broken suture.